Manufacturer narrative:
(B)(4). Evaluation summary - post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The broken needle was removed from the jaws of the instrument. The instrument was then loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken needle. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic roux-en-y. According to the reporter: covidien endostitch needle broke in half. Half of needle stuck in device, other half stuck in patient. The portion that broke off in the patient was able to be removed from patient's abdomen without incident. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. Pt was discharged as expected. Current status not known.